Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump became hot while charging. It was also reported that multiple temperature alarms occurred when the pump was connected and disconnected from a power source. There was no impact to the customer's blood glucose level. It was indicated that manual injections were available for diabetes management.

Manufacturer narrative:
The reported issue could not be confirmed; however, a different problem was found.